Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Spoke with contact and pt. Contact states pt has been using the ilet (replacement) for about a month now. Pt states "less than usual" meal announcement option keeps disappearing. I verified with pt that his lunch and dinner have a "less than usual" feature. This has not affected pt bg levels. We will want this ilet back so will send a replacement ilet and pt to return current ilet. 4/4/2024 kl - on rst-3861 overnight with tracking # (B)(4); RMA-930 # (B)(4). 4/10/2024 kl - RMA delivered 4/9/2024. Closing case.